Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an "ER 2" message. Per the onetouch ultra owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The medical affairs specialist (mas) spoke with the pt on september 17, 2008 and obtained the following info. The pt reported that the alleged issue began on the afternoon of two days prior to original date. The afternoon when he was allegedly unable to obtain a reading, the pt reported testing on his neighbor's meter and obtaining a reading of "306 mg/dl." The pt stated he proceeded with administering 35 units of humulin n and 15 units of humulin r. The pt further reported that his neighbor went out of town that evening and therefore was unable to test his blood glucose until he contacted lfs on original date. As a result of not being to test, the patient claimed he stopped taking his usual dose of humulin n (35 units) and humulin r (15 units) 2-3 times a day. On the evening of one day earlier, after the alleged issue began, the pt reported developing the symptom of blurry vision. The patient stated he usually develops this symptom when his blood glucose is elevated. Despite developing this symptom suggestive of hyperglycemia, the pt did not administer self-treatment or seek medical attention. The pt reported that the symptom started to get better after his contact with lfs. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and that the test strips were in good condition. The cca walked the pt through a test and obtained a blood glucose result successfully. The issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose, due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.